Manufacturer narrative:
A ge rep evaluated the system and replaced the wig wag brake. System operates as intended.

Event description:
Customer reported problems with the wig wag brake. No pt injury was reported.